Event description:
While impacting the 56 right cup trial into the acetabulum the connection stem bent and loosened from the base of the cup trial.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported to be an unknown restoration adm trial cup holder. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The event reported damage of a restoration (tm) adm trial cup. Conclusion: the event reported damage of the 1235-0-561 restoration (tm) adm trial cup, which was returned for investigation. There was no alleged failure of the product reported in this investigation and it was not returned for investigation. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
While impacting the 56 right cup trial into the acetabulum the connection stem bent and loosened from the base of the cup trial.